Event description:
The customer reported that the pump battery was depleting too quickly, although this did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to uninstall and reinstall the mobile app and to monitor the battery depletion, ensuring it does not exceed 35% per day. The customer understood and acknowledged these instructions.